Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error on their device. It was reported that the alarm occurred after swimming. It was reported that the pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with critical pump error open book and pump error 35 was noted in the alarm history due to moisture damage noted on the force sensor also, moisture damage was noted on the electronics assembly, motor and vibrator motor. Unable to performed displacement, rewind, seating and basic occlusion due to critical pump error. The insulin pump had scratched case, cracked case at the battery tube side and keypad overlay texture damage.